Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having tlif at l5-s1 s pinal therapy. It was reported that the cage subsided posteriorly and removed posteriorly. Patient is stable. Patient had cage removed posteriorly and then under went an olif at that level to replace the tlif cage. A revision surgery was needed for this surgery, surgeon took cage out and performed an alif on this patient. First cage subsided on (B)(6) 2021. Second cage subsided on (B)(6) 2021. There was no patient complication/ symptoms as a result of this event